Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted into the patient on (B)(6), 2010. According to the complainant, the patient underwent a second surgery in (B)(6) 2011. She was told by her doctor that her complications and chronic problems from the mesh (specifics unknown) will continue. All other information, including the patient's current condition, is unknown and reportedly unavailable.